Event description:
It was reported that there was suspected ventricular oversensing on the recorded high rate episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.